Manufacturer narrative:
Further information has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the needle did not retract and an anterior chamber hyphema was noted" during implantation in the right eye. Surgery was completed with a backup device. Events have resolved.

Manufacturer narrative:
Corrected data: d.4.

Event description:
Healthcare professional reported a xen®45 gts event described as "the needle did not retract and an anterior chamber hyphema was noted" during implantation in the right eye. Surgery was completed with a backup device. Events have resolved.